Event description:
A pt reported that their one touch ultra meter had segments missing on the display. They reported that they had symptoms of frequent urination and thirst. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. They also performed a precision test on the meter with results of 181 mg/dl and 124 mg/dl within 10 minutes with a difference 33%. At this time, they reported that they were shaky and had cold sweats.